Manufacturer narrative:
Other relevant device(s) are: sg-64; lot # ; unknown, ubd ; unknown UDI#; unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used in the endovascular treatment of the patient. The patient had a previous aaa repair with a non mdt endograft 10 years earlier. It was reported that during the endoanchor procedure, 2 endoanchors in addition to an endurant aortic cuff was implanted. It was reported that the patient presented with lower back pain. This was noted to be possibly related to the procedure. The patient was given medication and the event resolved on the same date. No additional clinical sequelae were reported and the patient will be monitored.